Event description:
My wife and I purchased a (B)(6) peas hot and cold therapy pack approximately nine months ago. We have been using it for joint and muscle pain as needed. Last night, my wife heated up the pack in the microwave per product instructions for 30 seconds. Before the end of the cycle the pack burst with a bang in the microwave, spilling beads. I waited until it cooled down and cleaned up the beads and my wife wiped down the microwave with (B)(6). We are concerned about the chemicals spilled into the microwave, if any, and the pack plastic that melted. Product: personal care - medical, retailer: (B)(6), retailer state: (B)(6), purchased date: (B)(6) 2018. I still have the product in my possession: yes, if not, do you plan to contact them? Yes. Explanation: I will attempt to contact to get chemical contamination concerns.